Event description:
It was reported, the pt turned the stimulator off and did not charge for 11 days. When he tried to charge the system, neither the charger or programmer would communicate with the ipg. The physician explanted and replaced the ipg. Follow-up revealed the pt is receiving effective stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.